Event description:
This 57 year old female underwent bilateral breast augmentation in 1976 with gel implants, manufacturer unknown to this reporting facility. The patient reported she had no problems with the gel implants until a fall in january, 1992. Thereafter, she noted the development of a mass in the upper outer quadrant of the left breast. Gross description: bilateral ruptured breast implants, coated with a tenacious silicone materialinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.